Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system not updating the patient. The technical support specialist closed the case after no reply from customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system was not updating the patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.